Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was not alarming with no delivery. Customer's blood glucose was 517 mg/dl. The high pressure test was performed and the pump did not alarm the first time. The customer was assisted in performing a set change and manual priming until insulin was observed exiting the tubing. Upon repetition of the high pressure test, the device did alarm in less than 5.0 units. Customer was advised to monitor and call back if the issue were to recur.